Event description:
Complainant alleged that while powering up the device prior to use on a pt, the device displayed a "status 56" message. Complainant indicated that there was no pt involvement in the reported malfunction.